Event description:
A patient was undergoing a myogram procedure when the image intensiller of a tilt-c system dropped, pinning the patient to the table. No injury was reported.

Manufacturer narrative:
Ge field service engineer went to the site and examined the failure. Upon removal of the image intensifier drive assembly, it appeared that the vertical drive motor and gearbox assembly had failed causing the image intensifier to drop. The parts were replaced, and the system is now functioning properly.